Manufacturer narrative:
Device evaluation summary: the reported error code 43 issue was verified during service. Service technician observed the reported issue. The issue was resolved by replacing the system controller module. Preventive maintenance was performed as per specification. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. E. Facility name, e. Street 1, e. Street 2, e. Postal code: these fields were added. Correction: d4.5 ¿unique identifier (UDI): this field was added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the instrument was used to complete the procedure.the error/warning messages were not resolved on their own.there was no known damage to the instrument.there was visually an error code 43 (sc mpu internal a/d +15 v power supply hard error) displayed and audibly, an alarm sound was generated all the time.the performance-wise, data such as centrifugal pump speed could not be detected.there was no visible air in system/tubing and there was no abnormal electrical event. D.4.UDI updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported an error code 43 (sc mpu internal a/d +15 v supply hard error). The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred.